Event description:
It was reported that this right ventricular (rv) lead had an high out of range pace impedance measurement and noise was observed. The rv lead was found to be damaged and was abandoned surgically and replaced. No adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.